Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The jaws were open. Functionally, the reload was loaded into a representative handle, clamshell, and adapter. The handle recognized that the reload was loaded into the adapter, and then full clamped and fully unclamped. The reload was loaded into a representative instrument. The jaws were clamped and unclamped. It was reported that the jaws would not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: loose jaws. Visual inspection noted that the jaws were loose. The channel springs were not in contact with the anvil side of the jaws. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic low anterior resection (lap lar) procedure, while clamping the colon, the reload jaws was not closing completely prior to firing. The surgeon used another reload of the same type to resolve this issue and complete the case. No patient complications have been reported as a result of this event.